Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
First failed fiber: joules used: 143,014 and time expended: 35:30 mins. Second failed fiber: joules used: 62,466 and time expended: 15 mins. Third failed fiber: joules used: 70,590. The fiber tips (caps) of all four fibers were not cleaned during the procedure.

Manufacturer narrative:
In follow up #1 should have been 10/27/2017 and not 11/14/2017.

Event description:
It was reported during prostate procedure; four fibers failed due to "end- firing" issue. The procedure was completed using fifth fiber. Patient outcome: "ok" reported. No injury to patient was reported. This event is for first failed fiber.